Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the batteries would not last. Customer's blood glucose was unknown. Device alarmed multiple low battery alarms. Customer had done an insulin pump rest but did not resolve the issue. Customer will not be returning the device for analysis.